Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient reported her cgm was reading 47 mg/dl while her bg meter was reading over 500 mg/dl. The patient was experiencing dizziness and confusion. The patient went to the emergency room (ER) for evaluation but claimed that she was advised to go home. No medication or treatment was provided to the patient. While driving home, her bg meter reading was still reading over 500 mg/dl. The patient self-treated with insulin via her tandem insulin pump. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.